Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the unit switches itself off while battery showing it is fully charged. Additional information received stated that it has been two instances of the unit shutting off by itself and no errors messages or alarms were noted. There was no known patient impact or known consequences.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was found to power on, however, within a few seconds the unit would give and 10 beeps audible alarm and eventually shut down. During this testing, the unit was still able to provided both audible and visual alarms. The instrument board was replaced and the unit functioned as designed.